Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a screw broke post-operatively. X-rays taken of the patient after a complaint of pain revealed a screw had broken. A revision surgery was performed to address the broken screw.

Manufacturer narrative:
The returned screw was evaluated. The device fractured in a manner consistent with repeated cyclic flexion. Fusion had occurred at the level of screw fracture, so the screw adequately performed its intended function. The cause cannot be determined. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage as well as possible side affects of device usage.